Manufacturer narrative:
Additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by clinical engineering that the patient suffered status epilepticus seizures approximately 5-6 hours post vad implant procedure. Sodium levels were within normal limits. A head CT revealed no evidence of acute intracranial hemorrhage or embolus. The patient has not had a seizure since (B)(6) 2015 and has since been loaded with phenobarbital. She was weaned off phenobarbital; but continues with intravenous (IV) lacosamide. The nursing staff also reported that the patient experienced left-sided weakness "which neurology is verbalizing as a stroke". This was not confirmed by CT scan. The last report received indicates that the patient is progressing; but remains hospitalized. Investigation is ongoing.